Event description:
It was reported that the blade was flaking and leaving shavings in the knee. Metal shavings were flushed out. A new blade was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.